Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during setup of a replacement ilet, insulin leakage occurred at the cartridge and connector while filling the tubing, and replacing the connector resolved the issue and allowed completion of the supply change. Symptoms included hyperglycemia with a reported glucose of 333 mg/dl for approximately two hours, without ketone testing, back-up therapy, or medical intervention. Outcomes included transient elevated glucose without reported injury. Investigation included troubleshooting with replacement of supplies and education on completing the supply change. Investigation of this case revealed leakage localized to the connector, consistent with a connector malfunction that resulted in fluid leakage during setup. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the connector leading to leakage.